Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("reason for explant-migration of essure into uterus/ migration/perforation") in an adult female patient who had essure (batch no. 695932 ,721040) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, painful periods, breast lump removal, gallbladder operation, cholecystectomy, breast biopsy and parity 2. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. A recent pelvic us and xray showed the uterus and ovaries to be normal. Previously administered products included for an unreported indication: motrin. Concurrent conditions included vaginal lesion, lesion excision, condyloma, dyspareunia, low back pain, pains in legs, leiomyoma nos, vaginal lesion and skin papilloma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Lot number:695932 manufacture date: 2009-12 expiration date:2012-12. Lot number:721040 manufacture date: 2010-03 expiration date:2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("reason for explant-migration of essure into uterus/migration/perforation") in an adult female patient who had essure (batch no. 695932 ,721040) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, painful periods, breast lump removal, gallbladder operation, cholecystectomy, breast biopsy and parity 2. Laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. A recent pelvic us and xray showed the uterus and ovaries to be normal. Previously administered products included for an unreported indication: motrin. Concurrent conditions included vaginal lesion, lesion excision, condyloma, dyspareunia, low back pain, pains in legs, leiomyoma nos, vaginal lesion and skin papilloma. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.